Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported patient hadn't used the device in over 20 years because it wasn't useful and didn't serve the patient's needs since implant. Caller said they found out years later that it was something else and they were able to fix it through surgery. Caller said patient needs an MRI of knee but wasn't sure if they could have it due to the implant. Agent reviewed information (likely head only with model number information). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.